Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 (mg/dl) with trace ketones. Reportedly, the customer delivered a bolus based off of an inaccurate value. A correction bolus was delivered to address bg level.